Event description:
It was reported that during pre-op testing the camera head lens image was cutting in and out, appeared to be a short somewhere. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3,h6: the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the video output cuts in and out when the cord is flexed at the strain relief. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include internal damage to the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.